Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed but the movement may not be as precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to derailment. Failure analysis also observed that there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the instrument cable was noted to visible at the tip of the instrument, exposed, during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.